Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack noted in the transfer set which was connected to the patient, but was not in use at the time of the event. The device was disinfected with clorhexidine 1% at the hospital. The patient was also put on prophylactic treatment using cefacidime 50mg/kg (1gr), cefazoline 500 mg/kg (1g) and heparin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. During visual inspection, a cracked light blue main body was identified. The reported condition was verified. An assignable cause could not be determined. During leak testing the device leaked at the connection to the minicap. Should additional relevant information become available, a supplemental report will be submitted.